Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. There was patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. When loading the load on the tissue and fired by pressing the green button, the load ¿bugged¿. They removed the charge in the stapler and replaced the position so they could released the staple and the ¿bugged¿ move. There was no injury caused to the patient and no medical intervention was required.